Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: no sample has been received for evaluation. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, the cartridge broke. A piece of the broken cartridge fell inside the patient's eye and was retrieved; however during the retrieval process, a posterior capsular tear occurred. The procedure was able to be completed. The device is not available to be returned for evaluation as it was discarded. Additional information has been requested.